Event description:
During routine service testing at a baxter authorized service facility, it was found that the pump was underdelivering. The pump was originally sent in for an unrelated failsafe alarm condition. There was no pt involvement.

Manufacturer narrative:
In late 10/97, a plant investigation of a pump that was under-delivering, during a routine quality audit prior to release, identified that the lower shuttle jaw had slipped and was not parallel to the rest of the shuttle mechanism. The lower shuttle jaw was then found loose in a few other devices in-process. The loose shuttle was believed to have moved during a misload test of two tubing segments into the pumping channel in production. Since this misload test was done after the production line accuracy test, the accuracy test would not have identified the potential movement of the shuttle. Subsequent evals of at least 3 field complaints for under-delivery has also identified the same out of position lower shuttle jaw. These pumps were recognized during routine accuracy testing that the hosp or service facility conducted after unrelated servicing of the pumps. It is believed that the pump head supplier operator did not completely torque down both of the screws during the final steps of the pump head jaw set-up calibration on some pump heads. A means to prevent any movement of the lower jaw after the jaw set-up calibration (such as an epoxy bridge) has been developed and qualified to mistake proof the assembly and eliminate the need to continue to perform the "shim screening" in future production.